Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.

Event description:
(B)(4).it was reported that post a coronary artery stenting treatment procedure, the patient died. The 100% stenosed target lesion was in the right coronary artery (rca) with a 3mm reference vessel diameter and a 24mm lesion length. There was no attempt for direct stenting. A 3.00x24mm liberte stent was implanted. Another unknown 3mm x 20 mm stent was implanted. Residual stenosis was 5%. The procedure was a technical success. The same day, the patient experienced sudden cardiac death. The patient did not have anginal complaints or silent ischemia. Medications were asa and clopidogrel.